Manufacturer narrative:
Therapy dates: this event was reported to have occurred in (B)(6) 2018. (B)(6). The device was manufactured february 12, 2018 - february 13, 2018. The device was received for evaluation with approximately 100ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There was no evidence of fluid flowing from the luer when the luer cap was removed. Microscopic inspection of the luer revealed air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the no flow issue was determined to be the air bubbles. The cause of the air bubbles was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. The device had been filled with 3200mg fluorouracil and 5% glucose solution to a total fill volume of 99ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.